Event description:
Allegedly hip never fully healed. Advises muscle tissue damage and discomfort still. Seeking settlement.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00862, 00864, 00865.

Manufacturer narrative:
(B)(4). Upon investigation, it was discovered this is a duplicate of medical device report 1043534-2011-00527 previously submitted and therefore this report is not required.